Manufacturer narrative:
Continuation of medical devices: 694765 lead, implanted (B)(6) 2003.

Event description:
It was reported that interrogation noted there were several undersensed atrial beats on a stored episode. The atrial lead remains in use. No patient complications have been reported as a result of this event.